Event description:
Patient had a 5fr sheath on the right common femoral artery, and when closing with a 5fr mynx, the physician pulled the sheath out. The collagen plug came out where it wasn¿t supposed to and failed to plug the arteriotomy. Pressure on the site for about 10 mins and achieved hemostasis, no signs of hematoma was observed, and the patient-maintained pulses on her right dorsal pedis pulse confirmed with a doppler.